Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level did not exceed 500 mg/dl and the cgm did not read as ¿high.¿ customer resolved issue by changing infusion set and cartridge, then resumed insulin. No additional assistance was necessary.